Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8110 error 200.5040 account name: (B)(6) hospital account #: (B)(4) asset name: 8110 v9.15 syringe module asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: antonio had error 200.5040 on 8110syringe sn (B)(4) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: pcu software was 9.33 syringe software was 9.15 they were not compatible. I advised antonio to upgrade syringe software to 9.33 I remote in to antonio's computer. Assisted him set up firmware flash package. Step antonio through software upgrading process. Software was successfully upgraded to 9.33 the error code was resolved.